Event description:
It was reported that the 2600 system has inaccurate kvp. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Verified kvp accuracy to be within specification. No problem identified. The system was placed back into service.